Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose(bg) was above 500 mg/dl, but exact value was not provided. Customer reported ketoacidoses, which was addressed with manual insulin injections. Customer changed pump supplies to address the occlusion alarm, but ultimately reverted to manual insulin therapy.